Manufacturer narrative:
Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2019, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the cause of the high impedances on contact 2 was not determined. The rep reported that the patient had pain and almost fell once within the past week, but other than that, the patient had not had any falls. The rep reported that they programmed around the contact. The rep reported that reprogramming was successful and the patient¿s pain issue was a new pain as well and the doctor needed to address the new pain. Additional information was received from the rep on 2019-04-18. The rep reported that the doctor determined that the new pain the patient was complaining of was a mechanical pain that wouldn¿t be helped by his spinal cord stimulator (scs) stimulation. The rep reported that the patient was scheduled for an si joint injection in the next few weeks. The rep reported that the patient¿s scs was helping the patient¿s original chronic nerve issues. No further complications were reported. Omitted information regarding (B)(4) - controller/bp not charging and (B)(4) -- recharging issues.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2019, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative, regarding patient's implantable neurostimulator (ins). It was reported that contact 2 had >40k. Patient complained of increased pain in left side. There were no environmental/external/patient factors that may have led or contributed to the issue. An impedance check was performed and contact 2 was found >40k. Patient was reprogrammed around contact 2 and changed patient to ld settings because patient likes to feel the stim anyway, and will have less charging frequent. It was unknown if the issue was resolved at the time of the report but rep was going to follow up for more information. Patient's medical history was bilateral back pain and now c/o left buttock/hip pain. Hcp had no further information. No further complications were reported/anticipated.